Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to initial for information inadvertently left out. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. The following is unknown by the customer: if there was a delay in the start of precleaning; was there an abnormalities in the accessories used for reprocessing; if the endoscope was flushed the air/water nozzle with water and air; if the endoscope was immersed in the detergent solution; if the endoscope was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and if the endoscope was flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of up/down knob do not meet specifications, adhesive on bending section has a chip, due to clogging of nozzle, water removal ability does not meet specifications, objective lens has a crack and scratch, adhesive around objective lens is peeled and has a white clouded area, adhesives around light guide lens has white-clouded area, plastic distal end cover has a dent, connecting tube has a scratch and buckling, paint on suction cylinder is peeled, switch button 1 and 4 have wear, and due to a scratch on objective lens, the image has dark area partially. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope curved rubber had a pinhole. During inspection and evaluation, nozzle was found clogged with foreign matter. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.